Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 2420-0007. Batch#: unknown. It was reported by the customer that there was air bubbles in a portion of the tubing with no warning from the IV pump. On inspection they noted that the tubing had a hole/separation at the junction between the safety clamp and the distal y-site (where there is a connector between the IV tubing). The tubing is bd alaris pump infusion set ref# (B)(4). The tubing set was changed immediately when the issue was identified.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.